Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods], chronic fatigue / chronic fatigue since implantation [chronic fatigue], chronic depression [chronic depression] , hyperthyroidism [hyperthyroidism] , cardiovascular disorders [cardiovascular disorder], loss of balance [loss of balance] , loss of balance and falls [fall], repeated tendinitis in the upper limbs and feet [tendinitis], joint and muscle pain [arthromyalgia], high levels of c-reactive protein in the blood since implantation [c-reactive protein increased] , deterioration of general condition increasingly over the years [general physical health deterioration], repeated elbow tendinitis [elbow tendinitis], plantar fasciitis [plantar fasciitis], repeated haemorrhagic periods causing anaemia. [Anemia from chronic blood loss]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-dec-2024. The most recent information was received on 10-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2024. In 2024 she experienced balance disorder ("loss of balance") and fall ("loss of balance and falls"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic fatigue / chronic fatigue since implantation"), depression ("chronic depression"), hyperthyroidism ("hyperthyroidism"), cardiovascular disorder ("cardiovascular disorders"), tendinitis ("repeated tendinitis in the upper limbs and feet"), arthralgia ("joint and muscle pain"), general physical health deterioration ("deterioration of general condition increasingly over the years"), elbow tendinitis (" repeated elbow tendinitis"), plantar fasciitis ("plantar fasciitis") and iron deficiency anaemia ("repeated haemorrhagic periods causing anaemia.") And was found to have c-reactive protein increased ("high levels of c-reactive protein in the blood since implantation"). The patient was treated with surgery (to remove essure). At the time of the report, the heavy menstrual bleeding, fatigue, depression, hyperthyroidism, cardiovascular disorder, balance disorder, arthralgia, elbow tendinitis, plantar fasciitis and iron deficiency anaemia had not resolved. The outcomes for fall, tendonitis, c-reactive protein increased and general physical health deterioration were unknown. No causality assessment was received for essure with regard to fatigue, depression, hyperthyroidism, cardiovascular disorder, balance disorder, fall, tendinitis, arthralgia, c-reactive protein increased, heavy menstrual bleeding, general physical health deterioration, elbow tendinitis, plantar fasciitis or iron deficiency anaemia. Diagnostic results (normal ranges are provided in parenthesis if available): [c-reactive protein] (date unknown): high levels of c-reactive protein in the blood since implantation. According to bayer qa, the batch/lot number is 624004 not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: quality safety evaluation of ptc. Case comments: an not valid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods] chronic fatigue / chronic fatigue since implantation [chronic fatigue] chronic depression [chronic depression] hyperthyroidism [hyperthyroidism] cardiovascular disorders [cardiovascular disorder] loss of balance [loss of balance] loss of balance and falls [fall] repeated tendinitis in the upper limbs and feet [tendinitis] joint and muscle pain [arthromyalgia] high levels of c-reactive protein in the blood since implantation [c-reactive protein increased] deterioration of general condition increasingly over the years [general physical health deterioration] repeated elbow tendinitis [elbow tendinitis] plantar fasciitis [plantar fasciitis] repeated haemorrhagic periods causing anaemia. [Anemia from chronic blood loss]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. 624004) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2008, the patient had essure inserted. In 2024 she experienced balance disorder ("loss of balance") and fall ("loss of balance and falls"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic fatigue / chronic fatigue since implantation"), depression ("chronic depression"), hyperthyroidism ("hyperthyroidism"), cardiovascular disorder ("cardiovascular disorders"), tendinitis ("repeated tendinitis in the upper limbs and feet"), arthralgia ("joint and muscle pain"), general physical health deterioration ("deterioration of general condition increasingly over the years"), elbow tendinitis (" repeated elbow tendinitis"), plantar fasciitis (" plantar fasciitis") and iron deficiency anaemia ("repeated haemorrhagic periods causing anaemia.") And was found to have c-reactive protein increased ("high levels of c-reactive protein in the blood since implantation"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2024. At the time of the report, the heavy menstrual bleeding, fatigue, depression, hyperthyroidism, cardiovascular disorder, balance disorder, arthralgia, elbow tendinitis, plantar fasciitis and iron deficiency anaemia had not resolved. The outcomes for fall, tendonitis, c-reactive protein increased and general physical health deterioration were unknown. No causality assessment was received for essure with regard to fatigue, depression, hyperthyroidism, cardiovascular disorder, balance disorder, fall, tendinitis, arthralgia, c-reactive protein increased, heavy menstrual bleeding, general physical health deterioration, elbow tendinitis, plantar fasciitis or iron deficiency anaemia. Diagnostic results (normal ranges are provided in parenthesis if available): [c-reactive protein] (date unknown): high levels of c-reactive protein in the blood since implantation. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.